Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed multiple flow rate accuracy tests" was confirmed. Evaluation performed the flow rate accuracy test, and the results failed. Evaluation determined the flow rate results failed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the temperature sensor out of calibration. The temperature sensor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed multiple flow rate accuracy tests during testing that occurred in the biomedical service department. There was no patient involvement. No additional information is available.